Event description:
It was reported that the patient was revised due to a dislocation. The head separated from a dual mobility liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00763. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not a zimmer biomet product. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not a zimmer biomet product. The initial report should be voided.